Event description:
Device 1 of 3. Reference MFR report# 1627487-2013-20349, 20350. It was reported surgical intervention will be undertaken at a future date. Follow-up identified the reason for the procedure is due to painful hardware.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.